Event description:
It was reported that during a ptca treatment procedure, the choice es j guidewire fractured during its retrieval. The location and characteristics of the lesion being treated are unknown. The pt was asymptomatic during this event. The choice es j guidewire was removed 'with no complication for the pt' and the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'ok'.